Manufacturer narrative:
Manufacturing review: a further clinical review of the event details was completed and a change in the MDR reportability was identified. A manufacturing review was conducted and the reported lot met all release criteria. Visual/microscopic inspection: the aperture was 95% open, and the saline cap was returned. The trocar probe tip was returned completely detached from the probe needle. Microscopic examination of the probe found that the break was at the weld joint that bonded the probe tip to the probe needle. Evidence of weld was noted on both the cannula and tip in the correct locations. It is unknown when the tip became detached, as the detached tip was not reported by the user. The tabs holding the proximal retaining cap onto the probe housing were found to be broken. The cap was able to fall off of the probe after decontamination. Functional/performance evaluation: an in-house proximal retaining cap was used for evaluation. The probe was attached to the in-house driver. The sample button was pressed and the probe failed calibration. It was observed that when the probe was calibrating, the cutter was rotating back and forth slightly in the aperture, but would not open or close. Closer inspection of the cutter found that the edge of the flared cutter was bent out of the aperture, and making contact with the right edge of the aperture, causing the probe to fail calibration. It is unknown when the cutter became bent. The probe was disassembled, and both of the internal stops were broken off of the front housing. The shuttle nut was correctly lined up with the ridges on the front housing. It is unknown when the internal stops broke off of the front housing. Medical records & image/photo review: no medical records or images/photos were provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for the reported calibration issue, as the probe failed calibration due to the bent cutter catching on the aperture. The investigation is confirmed for a detachment, as the probe tip was returned detached from the probe. The investigation is also confirmed for a break, as the internal stops were found to be broken. The root cause for the tip detaching was determined to be due to the broken internal stops. When the stops broke off, the cutter was forced up into the probe tip (this force is seen in the damage to the cutter tip). The root cause for the calibration issue was determined to be due to the bent cutter. The broken stops allowed the cutter to over-rotate and catch on the edge of the aperture, causing the bend and calibration failure. However, the root cause for the internal stops breaking and bent cutter is unknown. Labeling review: the current encor 7g probe instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, the probe was rotating from left to right abnormally during calibration. Another probe was used to complete the biopsy. There was no patient involvement.